Event description:
It was reported that noise was observed on both the atrial and ventricular channels. Lead damage suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.